Event description:
It was reported, the patient¿s logs showed multiple, frequent motor stall, and motor stall recoveries. It was believed not likely caused by emi. The patient experienced less than 50% therapy relief. The managing hcp planned to replace the pump (B)(6) 2013 if the schedule allowed. The patient status at the time of the report was alive, no injury, no adverse event. The pump was used to deliver marcaine. Additional information received indicated the pump was being replaced (B)(6) 2013. No reasoning for the motor stalls had been determined. Additional information received reported the patient outcome as recovered without sequelae. The pump was also used to deliver dilaudid. It was later reported that the patient had a new pump and effective therapy had resumed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, miscelleaneous acceptable testing, catheter incomplete/returned in segments. Analysis of the unknown catheter revealed no significant anomaly, catheter sc connector non significant indent in seal, did not affect infusion. (B)(4).

Manufacturer narrative:
Product ID: 8590-1 lot# n288517, implanted: 2011 (B)(6), product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: neu_unknown_cath, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.